Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a low resection procedure, the device was fired several times. On vessels, white cartridges were used. And blue were used when creating the rectal stump. The tumor was high in the distal 3rd sigmoid. The device was inserted to create the anastomosis. On view there were incomplete staples from one of the firings of the device. They were still in a c shape and not a b. A photograph has been sent with the product in the complaint box. The case was converted to open to complete the procedure. The conversion to open resulted in a longer hospital stay.